Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not recording the boluses in the bolus history menu. The patient's blood glucose at the time of incident was 9.6 mmol/l. The customer stated that they gave themselves a bolus around the lunch hour but that no insulin was delivered; additionally, the bolus history confirmed an entry for the customer's breakfast bolus and an entry for a mid-afternoon bolus, but no entry for the lunch bolus. The customer was advised to monitor and verify the bolus history to make sure the bolus was delivered, and to call back immediately if any boluses were not delivered. The customer was also instructed to upload their readings to carelink personal so the 24 hour product helpline could access the customer's bolus history. The customer agreed to call back if any issues occurred. No products were shipped or returned.